Event description:
It has been reported that a versacross connect access solution for faradrive kit was selected for use for a pulse field ablation procedure. During the procedure, the physician mentioned that they experienced difficulty when attempting to cross the septum. Hence, the versacross rf wire was removed, and it was kinked. The device was then replaced, and the procedure was completed successfully. No patient complications reported. Product is available for return.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. A good faith effort to obtain the information is in progress, but it was not available yet.

Event description:
It has been reported that a versacross connect access solution kit was selected for use for a pulse field ablation procedure. During the procedure, the physician mentioned that they experienced difficulty when attempting to cross the septum. When they removed the wire to check for any issues, they noted that the wire was kinked. The device was then replaced (different device, same model), and the procedure was completed successfully. No patient complications reported. Product is available for return. It has been further mentioned that rf was delivered and crossing was achieved. However, the physician did not like how the wire appeared in the left atrium and therefore removed it, which is when they noticed the kink. No difficulty anatomy was noted, no resistance felt when dropping down onto the septum, and no excessive force was used.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected and kinks along the length of rf wire and charring on tip was visible confirming that rf was applied during the procedure. Next, the device passed the inspection for the body outer diameter (od), since passed all the device specifications requirements of distal/proximal ods, tip length and tip/heat shrink gap. Additionally, continuity check was performed, and rf wire successfully passed the test. There was difficult inserting the rf wire through the dilator because of kinks presented on the rf wire. Finally, the device passed the tissue testing performed, as the rf fire successfully punctured the tissue. The reported allegations of failure to cross was not confirmed. During the investigation, kinks were noticed along the rf wire length and allegation related to kinked wire are confirmed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It has been reported that a versacross connect access solution kit was selected for use for a pulse field ablation procedure. During the procedure, the physician mentioned that they experienced difficulty when attempting to cross the septum. When they removed the wire to check for any issues, they noted that the wire was kinked. The device was then replaced (different device, same model), and the procedure was completed successfully. No patient complications reported. Product is available for return. It has been further mentioned that rf was delivered and crossing was achieved. However, the physician did not like how the wire appeared in the left atrium and therefore removed it, which is when they noticed the kink. No difficulty anatomy was noted, no resistance felt when dropping down onto the septum, and no excessive force was used.

Manufacturer narrative:
Additional information received initial MDR in block(s) device codes (h6), (f10) and describe event or problem (b5). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.